Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the patient was experiencing recurring incontinence. A new aus device was implanted and the patient was doing well following the surgery.